Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump did not alarm no delivery when their blood glucose was high. The customer's blood glucose reading was 600 mg/dl. Troubleshooting found that the cannula was bent. Customer indicated that the issue was resolved by a complete set change. The high pressure test could not be performed as the customer did not have a tubing clamp. Customer was advised to call back when it was received for further troubleshooting. There was no further information provided by the customer or by troubleshooting.